Event description:
The complainant reported that during a procedure, the distal tip of the guide wire unraveled. The guide wire and catheter were removed and the procedure was repeated without further complication. No harm or injury to the pt was reported.

Manufacturer narrative:
Evaluation conclusion: other, merit has not yet received the suspect device. The device will be evaluated when it is received. An investigation will be performed and a follow-up report will be submitted when additional information is available.